Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the coating peeled due to physical stress. The instruction manual identifies the following verbiage, which may have detected and prevented the phenomenon: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending section cover was not waterproof due to cutting. In addition to the peeling connecting tube's peeling coat, other evaluation findings are as follows: the connecting tube and the universal cord were crushed; and the bending angle in the up direction did not meet specification due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the tracheal intubation videoscope had an air/water leak at the bending part during preparation for a diagnostic procedure. The intended procedure was completed using a similar device, and there was no report of patient harm. The device was returned, evaluated, and the connecting tube had a peeling coat (more than 1mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.